Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 11 colony forming units (cfus) of pseudomonas sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing by olympus, the device evaluation and the lms final investigation. Please see corrected data in b5 for information inadvertently left out of previous report. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Colony forming unit (cfu): >100cfu/endoscope. Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: >100cfu/endoscope. Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: a/w channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 1cfu/endoscope. Bacterial identification: coagulase negative staphylococci. Sampling date: (B)(6) 2024. Sampling from: total of the above channels. Cfu: >100. Bacterial identification: pseudomonas aeruginosa, coagulase negative staphylococci . Sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: <1. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: 2. Bacterial identification: bacillaceae, micrococcaceae. Sampling date: (B)(6) 2024. Sampling from: a/w channel. Cfu: <1. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: <1. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: total of the above channels. Cfu: 2. Bacterial identification: bacillaceae, micrococcaceae. The lm reviewed the customer provided the cds processes where no clear deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of reportable issue could not be specified. Growth of microorganisms were found through culture testing by the user after reprocessing. The same pathogens were detected in the additional microbiological test results from the same sampling places as the initial microbiological test. Therefore, there was a possibility that the reprocessing was insufficient. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 to initial report: it was reported that, during reprocessing, the colonovideoscope tested positive for greater than 100 colony forming units (cfus) of pseudomonas species were found on (B)(6) 2024. Second culture test was performed on (B)(6) 2024 as reported in initial report.